Event description:
It was reported that there was an event involving an over infusion of fentanyl on a patient under palliative care. Per report, the patient died "a few days later." After an onsite visit by bd clinical consultants the following information was provided: event occurred on the night shift and was not at shift change. Fentanyl IV infusion that was a 20mcg/1ml concentration in a 100ml bag infusion was programmed at a rate of 5ml/hour via interoperability at 0052. Clinical staff set the volume to be infused to 90ml to prevent air getting into the IV line new IV set and new medication IV bag were used. The unit does their IV line changes every monday and thursday, and that¿s why there was a new IV set and IV bag. One hour after the infusion was hung, it looked fine and there was fluid in the bag two hours later, they saw that the bag had run dry. No alarms were noted. Fentanyl infusions are prepared by pharmacy and stocked in the pyxis on the unit patients vascular access was a single lumen PICC line with blood return and was working well. Patient expired on (B)(6) 2025 patient was in the hospital for a fentanyl overdose and had a fentanyl addiction.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16, additional information: annex a: a1801, annex b: b01, b14, annex c: c0503, annex d: d08, annex g: g02017. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of over infusion of fentanyl could not be confirmed from a review of the device logs or could be replicated during laboratory testing. The inspection and testing process did not find any existing malfunctions. Rate accuracy testing was performed on the suspect pump module. No instances of unregulated flow were observed during testing, and the device infused within specification at the incident infusion rate. The pump module was confirmed to be delivering fluid within specification. The sear was also found to properly close the administration set safety clamp when the door was opened. The incident administration set was returned for this investigation, testing confirmed the set had no anomalies or malfunctions. The pcu event, error, and battery logs were retrieved from the suspect device using alaris system maintenance (asm) software version 12.5 to evaluate programming and event details related to the incident. Analysis of the error logs revealed no errors or malfunctions on the device during the event. Analysis confirmed the facility¿s report: the concomitant pcu was programmed on 22sep2025 at 12:50 am. The suspect pump module was remotely programmed to infuse drug ID 360, suspected to be fentanyl. The infusion rate was 5 ml/hr with a vtbi of 90 ml, consistent with the report. The suspect device began infusing and continued until 2:49 am, approximately 2 hours, until the pump module was paused by the clinician. The total volume infused was 9.735 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. Additionally, it is not known what medication is in the actual bag or bottle, only the drug that the device was programmed to infuse. Per product labeling, alaris system user manual (v12.1), the bd alaris system requires careful setup for accurate secondary mode infusions. To ensure proper flow, the secondary fluid container must be positioned at least 9.5 inches higher than the primary container, with the top of the secondary bag always above the y-site to prevent air from entering the line. Smaller secondary bags (50¿100 ml) typically need only one hanger, while larger or faster infusions may require additional adjustments. A simple test is recommended to confirm that the primary line does not flow during secondary infusion, this involves observing the primary drip chamber while adjusting the secondary container¿s height. Per product labeling, alaris system user manual (v12.1), states within warnings and cautions, to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. Before loading the administration set, the pcu should first be powered on to allow a self-test to provide the clinician with verification of the operational safety and correct functioning of alarms for the system. After the self-test is complete, a primed infusion set can be loaded into the device. In the event the infusion set¿s safety clamp is left in the open position and the roller clamp is open, unregulated flow can occur. In this situation, a high priority, non-silenceable alarm will occur, with a scrolling message on the pump module that the safety clamp is open and to close the door. It is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of an over infusion of fentanyl could not be identified from the log analysis or from laboratory testing. The suspect pump module was found to be infusing within specification. Note that imdrf annex a1801, c0503, d08, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that there was an event involving an over infusion of fentanyl on a patient under palliative care. Per report, the patient died "a few days later." The customer did not provide additional information after multiple follow up communications at the time. Bd received additional information during an onsite visit by bd clinical practice consultant on (B)(6) 2025. It was reported that the event occurred a night shift on 22 september 2025 at 0245. The medication was fentanyl IV infusion, 20mcg/1ml concentration in a 100ml bag. The infusion was programmed at a rate of 5ml/hour via interoperability at 0052. The clinical staff reportedly set the volume to be infused to 90ml to prevent air getting into the IV line. A new IV set and new medication IV bag were used and per report, the clinical staff does their IV line changes every monday and thursday, and that¿s why there was a new IV set and IV bag. One hour after the infusion was hung, it "looked fine and there was fluid in the bag." However, two hours later, the clinician saw that the "bag had run dry" and no alarms were observed. Per report, fentanyl infusions are prepared by their pharmacy department and are stocked in an automated medication dispensing cabinet on the unit. The patient's vascular access was a single lumen peripherally inserted central catheter (PICC) with blood return and "was working well". It was reported that the patient expired on (B)(6) 2025. Per report, "the patient was in the hospital for a fentanyl overdose and had a fentanyl addiction, so may have had an increased tolerance to the medication."